Manufacturer narrative:
Medtronic received the following information from the journal article entitled: left ventricular remodeling in patients with acute type b aortic dissection after thoracic endovascular aortic repair: short- and mi d-term outcomes. Yukui du, maimaitiaili aizezi, hao lin, xiaobing xie, jinxia he, baowen qi, weimin zhang, ayibieke naibi b, sheng guo b, yongzhong guo b, jun liu b, zonggang zhang b, henian tang b and xiubin yang. International journal of cardiology 274 (2019) 283¿289. Https://doi.org/10.1016/j.ijcard.2018.09.008. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent stent grafts were implanted into patients for thoracic endovascular aortic repair of acute type b aortic dissection. The following events were reported: death from rupture, stroke and acute renal failure related to the dissection. Two deaths occurred within one month of the index procedure.